Event description:
During the endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the device cutting wire was found to be bent when the packaging was opened. The procedure was completed using a second device and the pt was reported to be fine.